Manufacturer narrative:
The device has not returned for investigation, however, the manufacturing records and labeling were reviewed and no discrepancies were noted.

Event description:
After performing an aspiration run, approximately 8 inches of the pronto v4 5.5f broke off during withdrawal from the patient. The loose piece was removed with a snare. No patient injury occurred.